Manufacturer narrative:
A ge service representative performed an on site investigation. The boost out put was adjusted down during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9400 system is giving 40r minute output in the boost mode. No patient injury was reported.